Event description:
It was reported that during use the plunger rods are bending with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that syringes are collapsing. Pictures received by initial reporter show that the plunger rods are bending.

Manufacturer narrative:
H.6. Investigation summary: one photo of a loose 3ml syringe half full of clear fluid was received and evaluated. The syringe in the photo was observed to have the plunger rod mostly extended and a 45-degree bend approximately 1¿ below the thumb rest. It was also observed the needle attached to the syringe had a 30-degree bend in the cannula at the connection point with the hub. A physical sample is required for a more thorough evaluation and potential root cause determination. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the plunger rods are bending with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that syringes are collapsing. Pictures received by initial reporter show that the plunger rods are bending.